Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right atrial (ra) and right ventricular (rv) channels due to 'broken' ra and rv leads which led to pacing inhibition. The patient experienced a syncopal episode because of this. Surgical intervention was performed and a new system was implanted in the patient. This pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.